Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the top of the reservoir is broken. Customer reported that the reservoir has also come out of the insulin pump causing high blood glucose in the customer. Customer's blood glucose reading at the time of the incident was not included in the report. Product is not expected to return.